Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The physician advanced a 2.25x16mm promus element plus stent delivery system (sds) to the severely tortuous target lesion. However, the sds was unable to cross the lesion. The device was successfully removed and it was noted that the stent was flared. The procedure was completed with another device. No complications were noted and the patient's status is good.